Manufacturer narrative:
One infusion pump was received for evaluation in relation to the reported event. It was noted that one tamper label was missing, no other external damage noted. A review of the event history log was unable to confirm the reported event. Delivery accuracy tests were performed which were able to replicate the reported event. Running three accuracy tests, the pump was found to be under delivering to the manufacturing specifications. The expulsor assembly was replaced to address the reported event. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that during testing the device failed volume accuracy tests. There was no patient involvement reported.